Event description:
Pt to outpatient IV therapy for 10 days of antibiotics; nurse attempted midline catheter insertion left arm. Nurse states "catheter would not feed" and she removed it; she did not separate the catheter from the needle. Pt complaining of pain at left arm site; bedside ultrasound negative for foreign body. Pt continued complaining of pain; md notified and plain x-ray ordered of the left humerus; no foreign body seen, pt saw primary md; stated left arm still painful; md ordered ultrasound and foreign body was noted; pt referred to surgeon. O.p. Note: "approximately 2mm segment of silicone catheter identified and removed in entirety."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing for lot lumber.